Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found both cuffs were still attached to the link and still loaded properly in the foot pockets. The plunger was not returned with the device. During the investigation, a proxy plunger was deployed and the needle trajectory was acceptable; the anterior cuff was captured without a problem. Because lab testing of the device resulted in acceptable needle trajectory, the most probable root cause for the bilateral cuff miss is failure to maintain a stable position of the device during needle deployment or needle deflection during plunger deployment due to interaction with human tissue. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.